Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-04482 for a description of the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6), 2011. According to the complainant, post-procedure, the patient experienced urgency, urine leakage, recurrent urinary tract infections, and bladder pain. The patient also experienced dysuria necessitating the use of a catheter, the inability to engage in sexual intercourse, and pelvic pain. All other information is unknown and unavailable.